Event description:
A malfunction occurred while the pump was being updated. There was no reported impact on the customer¿s blood glucose level. Tandem technical support arranged to replace the pump under warranty and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was advised on how to put the pump into storage mode and return it using a pre-paid label within ten days, which the customer acknowledged.